Event description:
After approx 72 hours of iab therapy, a balloon leak was detected. The iab was removed and not replaced. No pt injury occurred as a result of this event. No further details are available.